Event description:
When implanting an acusinch device into the patient, both ends of the suture came undone, preventing the device from being used. Surgery was delayed 45 minutes to use a competitor's product.